Manufacturer narrative:
It was reported that hip revision surgery was performed. During the revision, the bhr head, hemi head and modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. No medical documents were received for investigation. Therefore, no medical assessment could be performed. Should clinical documentation become available, the clinical/medical investigation will be re-evaluated. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision surgery was performed. Femoral stem remained implanted.